Event description:
The family member of the home patient (hp) reported the hp was overfilled while using homechoice cycler for apd therapy. The hp had discontinued therapy during dwell 1, leaving the programmed fill volume of 1,200mls of fluid in hp's peritoneum. A new therapy was then started and the homechoice cycler entered into the initial drain phase. According to the hp's family member, family member bypassed the initial drain phase, advancing the homechoice cycler from the initial drain into fill 1. The hp then received the programmed fill volume of 1,200mls during fill 1, after which the homechoice cycler advanced from fill 1 into dwell 1. The hp reported feeling overfull during dwell 1 and the homechoice cycler was placed into a manual drain. Therapy was discontinued for the second time and a new therapy was initiated, at which time homechoice cycler entered into the initial drain. During the initial drain approximately 2,225mls of fluid was drained from the hp. According of the hp's family member, there was no pt injury or medical intervention.